Event description:
The customer reported that the hmx hematology analyzer generated erroneously low neutrophil results and erroneously high lymphocyte results on one pt sample. This pt was tested over a period of several weeks. The sample collected (B)(6) 2010 was not retested; however, differential results on samples from this pt that were tested by reference labs before and after this date presented higher neutrophil and lower lymphocyte results. The erroneous test results were reported outside of the lab. The pt was treated with immune boosters. There were no reports of death or injury associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR is for pt 1 of 1 on day 7 of 7. See related mdrs: pt 1 of 1, day 1 of 7 - MDR 1061932-2010-00133, pt 1 of 1, day 2 of 7 - MDR 1061932-2011-02326, pt 1 of 1, day 3 of 7 - MDR 1061932-2011-02327, pt 1 of 1, day 4 of 7 - MDR 1061932-2011-02328, pt 1 of 1, day 5 of 7 - MDR 1061932-2011-02329, pt 1 of 1, day 7 of 7 - MDR 1061932-2011-02331. Quality control materials were run before and after the incident and were within expected limits. There have been no issues with controls during this period. Raw data files were not provided for analysis. The problem appeared to be sample related and service was not dispatched for this event. The root cause is unk.